Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the patient's pacemaker was found in backup mode. The device was unresponsive when interrogation was attempted with a magnet. Premature battery depletion was suspected. The device was explanted and replaced. The patient condition was stable.